Manufacturer narrative:
The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a scratched lcd window. The unit had high stop currents due to moisture damage on the lcd board. Moisture damage was also found on the motor.

Event description:
The customer called to report a low battery life. The customer's blood glucose level was unknown. No further details were provided.